Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/30/2015 with the following findings: a cs-054 'call service alarm', which can be mistaken for a display issue due to the presence of a blank display and unresponsive pump, was observed in the pump history data. The pump powered on, and the display screen was observed to be functional: the reported issue was not duplicated. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis.